Event description:
It was reported that a cartridge alarm occurred during the loading process. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.